Manufacturer narrative:
(B)(4). Connector pins broken; cable assembly.

Event description:
It was reported that the implantable neurostimulator recharger (insr) was not charging. The desktop charger (dtc) connector pin was not staying plugged in. The manufacturer representative (rep) was going to meet with the patient on (B)(6) 2015 to confirm the issue was resolved. The patient experienced pain. The dtc would not plug into the insr. Additional information received reported that the battery was trickle charged to 25%. The patient was then reprogrammed for better back and leg coverage restricting to 2 programs in c. This produced adequate coverage. Recharging was reviewed and the patient was able to demonstrate proper recharging technique. A follow-up phone call from the rep to the patient confirmed the battery was charged to 90% and the therapy was working well. Follow-up determined that the patient had not been in overdischarge. The patient had experienced a return of chronic pain but was receiving adequate therapy following recharging the device. No further follow-up was required.